Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read both inaccurately high and low. The complaint was classified based on the conversation the patient had with the customer care advocate (cca), since the patient was unable to be reached by phone for additional information. The patient claimed the alleged meter inaccuracy began approximately 1 year prior to contacting lfs when she began testing with the subject meter. The patient informed the cca that she is on an insulin pump therapy. The patient reported obtaining inaccurate high readings ranging from ¿300 to message of extreme high glucose¿. At the time of the call, the patient mentioned that on one occasion (date unknown) she obtained a reading in the ¿300¿s mg/dl¿ with the subject meter and took a correction bolus (amount unknown) in response to the elevated result. Approximately 1 hour after administering the correction bolus the patient stated she re-tested her blood glucose and obtained a reading in the ¿40¿s mg/dl¿. It is not known if the patient developed symptoms after taking the correction bolus, nor is it known what treatment, if any, the patient received in response to the low result. The patient also reported obtaining inaccurate low readings in the ¿20¿s, 30¿s, 40¿s and 50¿s mg/dl¿ with the subject meter. The dates/times she obtained the alleged inaccurate low readings were not provided. She mentioned that on one occasion she drank juice after obtaining a result in the ¿30¿s mg/dl¿. It is not known if the patient developed symptoms suggestive of a high blood glucose excursion after she obtained inaccurate low results. At the time of the call, the patient informed the cca that she had multiple visits to the hospital since she began testing with the subject meter. She stated that on one occasion (date not provided) she tested with the subject meter and obtained message of ¿extreme high glucose (blood glucose >600 mg/dl)¿.the patient mentioned she went to the emergency room shortly after obtaining message and when they tested her blood glucose they obtained a lab result of ¿1200 mg/dl¿. The patient reported she was admitted into the ICU and remained hospitalized for 4 days. The patient claimed she was treated with IV fluids and a ¿dextrose drip¿. It is not known what blood glucose readings the patient had been obtaining with the meter prior to obtaining message of ¿extreme high glucose¿. At the time of the call, the patient also confirmed developing symptoms of feeling ¿sweaty, lightheaded, nausea, eyes foggy and issues with her legs¿. The patient reported that she would ¿sometimes¿ develop the symptoms prior to obtaining the alleged inaccurate readings and sometimes would develop them afterwards. It is not known if the patient developed the symptoms after obtaining alleged inaccurate high or low results with the lfs device. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining alleged inaccurate readings with the subject meter.